Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional information received reported troubleshooting included decreasing the pump due to the clonidine in the pump. The patient was stable on the current regimen and the patient recovered without permanent impairment.

Event description:
It was reported the patient was admitted to the hospital for sepsis. The patient had low blood pressure, so the cardiologist spoke to the patient¿s health care provider about turning down the pump. The event required reprogramming. The patient was intubated. No diagnostic testing or troubleshooting was performed or required. The patient status at the time of the report was ¿alive- no injury.¿ the system was being used to deliver prialt/ziconotide, dilaudid, and clonidine. It was noted that dilaudid was the primary drug, clonidine was the second, and prialt was the third. The cardiologist wanted to have the clonidine turned down in case it was contributing to low blood pressure. On (B)(6) 2014 the patient was starting to improve with her overall status and blood pressure. Still, the pump medication was cut by 50%. Dilaudid was down to 1 milligrams, clonidine was down to 100 micrograms and prialt was down to 50 micrograms per day. The cardiologist hit the update button. The plan was to continue to monitor the patient and eventually go back up with her dose. There were no known product issues with the pump itself. It was later reported that prialt was not believed to be the cause of the event.